Manufacturer narrative:
The reported event of difficulty disconnecting/connecting the driveline was confirmed during analysis. The evaluation of the returned system controller revealed a green substance around the driveline connector and the power cables. The connector was removed from the housing and it was confirmed that the green substance was underneath and inside the bulkhead connector. The bulkhead connector and the area around the connector was cleaned using isopropyl alcohol. The connector was re-installed in the housing and now the release button was able to be pressed with no resistance. The green substance inside the controller appeared to be a result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shield/construction of the power cables. The root cause of the fluid ingress could not be conclusively determined. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained approximately 12 days of events, from (B)(6) 2016 where routine power cable disconnect and low voltage alarms were recorded. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the lvad system produced an unspecified alarm while the patient was at home, and the patient attempted to exchange the system controller; however, the patient was unable to press down hard enough on the red release button to disengage the driveline. The patient presented to the clinic and it required one vad coordinator to press down hard on the red release button while another pulled to remove the driveline and exchange the system controller. The system controller exchange was successful with no continuation of the alarm or injury to the patient. No additional information was provided.